Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 43 mg/dl at the time of incident and current blood glucose level was 90 mg/dl. Customer¿s other blood glucose level was 63 mg/dl the customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with soda. Customer alleging possible insulin pump was over delivery. Customer stated that the drive support cap was normal. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected motor error alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test,unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. Motor passed motor test.